Manufacturer narrative:
The device was received for investigation; however, the reported problem was not observed. The balloon inflated and deflated without issue, and the device passed full functionality testing. No problems were identified. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. We have not received any other complaints of a similar nature for devices from this lot.

Manufacturer narrative:
The device has not been received for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. It is possible that anatomical factors such as calcification or stenosis contributed to the failure. Balloon rupture is an inherent risk of using this product. As stated in the IFU: ""exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. Avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation." The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. We have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that the common carotid balloon ruptured inside the patient during the procedure. The device had passed the pre-use test prior to surgery. No patient injury was reported.